Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure was due to broken charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope presented color distortion in the video image (green), unsuccessful white balance and defective charged coupled device unit. The event occurred during a therapeutic removal of rib osteosynthesis tamponade procedure. The intended procedure was completed with the same device. There were no reports of patient harm.